Event description:
A medtronic representative reported that the frazier suction showed an inaccuracy 1 cm to the right. The passive planar blunt was accurate. They attempted to re-verify the suction and could not get it to be more accurate. The surgeon successfully completed surgery using the stealthstation with no impact on the patient outcome.

Manufacturer narrative:
The device has not been returned to the manufacturer.